Manufacturer narrative:
There was no product returned for investigation. A batch file rand retain sample review did not highlight any anomalies that could account for the complaint issue.. There have been 60 complaints received for this product platform in the last 36 months. 15 complaints have been confirmed, including labelling, packaging and transport damage.no other complaints have been reported for this lot number. No further action can be taken at this time.

Event description:
Cna used lancet on patient and set down lancet to complete blood sugar. Upon gathering up supplies used, cna was stuck with the patient's used lancet because it did not retract after used.